Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-17266. It was reported that the patient was not getting adequate therapy due to lead fracture. There were several invalid impedances on a few contacts. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted and replaced. The patient has effective therapy post operatively.